Event description:
Patient reported that the lancet did not fully retract inside of the lancet device, as expected. Patient indicated that, due to this issue, he experienced an accidental finger stick. No medical intervention was performed or sought, as the lancet had previously been used only by the patient. Technical support requested the return of the suspect product and replacement product was shipped.